Manufacturer narrative:
Tw # (B)(4). A lot history record review was completed for lots 3000425073, 3000425740, and 3000422235 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the last 3 lots shipped to the account. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failures.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 didn't work when trying to cut the second branch. It worked on the first branch and then would not cut or seal on the second. The cable, adaptor, and generator were changed out with no success. A new device was used to complete the procedure.